Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer needed assistance with insulin pump set up. Assisted the customer with insulin pump and clearing alarm. Also, the customer mentioned they had high blood glucose over 500mg/dl, treated with manual injection.